Manufacturer narrative:
The insulin pump alarmed button error and no button response due to due to moisture damage on the electronic assembly. Moisture damage was also noted on the motor assembly. The insulin pump has scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone, she had dropped the insulin pump in the pool. Dried of the device and removed the battery and when she reinserted the battery it alarmed button error. Customer's blood glucose was 158 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.